Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on a cycler during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The technical support representative issued a cycler replacement due to blank screen. Patient will perform manual treatment in the absence of a cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.